Manufacturer narrative:
Please refer to the attached analysis report. Field d6 was updated: the subject ICD was implanted on (B)(6) 2020.

Event description:
Reportedly, it was observed that the patient stickers sheet was poorly cut.

Event description:
Reportedly, the patient stickers sheet was poorly cut.